Event description:
During an in-clinic follow-up, a multi-vector test was performed with the merlin programmer. During the test, connection between the implanted device and the programmer was lost, causing the programmer to become frozen and inoperable. A loss of stimulation occurred causing the patient to become dizzy and begin to enter cardiac arrest. The physician activated emergency vvi pacing to stabilize the patient. The patient was stable with no further consequences.

Manufacturer narrative:
The field complaint of a freezing anomaly was verified as the event could be reproduced. The root cause of the event was found to be due to a software anomaly.